Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial#: (B)(4), product type: programmer, patient. Product ID: 3 7754, serial#: (B)(4), product type: recharger. Product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was having problems with her neurostimulator(ins) implant. It was logged there was a communication problem with the recharger. It was reported the patient tried charging the day prior to report and was only able to get the reposition antenna screen. It was noted the patient let the battery run out, it was completely dead. It was reported the patient was not able to find the patient programmer to check it and verify poor communication with the programmer. It was noted an ins overdischarge was suspected. It was logged that dissatisfaction with stimulation was the primary reason for the overdischarge. It was noted the patient let it run out weeks prior to report because it was not as affective as the "one" she had in the first place. It was reported patient's first implant hit the perfect spot, but the leads were not in the exact same place and it just did not work as well, it just never did." It was logged the patient never would have had the unit replaced had she known that it was not going to work as well as the first one. It was noted the patient had met with multiple reps and with her health care provider for reprogramming and nothing worked. Additional information was received from the patient. The patient reported that when they replaced the ins they could never get it to the same exact spot and it never helped. The ins was then removed. The patient did not remember what year it was removed. They left the leads in and now she needed an MRI of the breast because she was diagnosed with breast cancer.